Event description:
Per the surgeon, the pt reportedly refused to use her speech processor because she heard only a loud sound. All external equipment was exchanged. However, the complaint was not resolved. During testing at the implant center, connection between the programming software and the implant could not be established. The child reported that all stimulation was painful. The pt's device was explanted and a new device was implanted during the same surgery.